Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device classified an episode of ventricular tachycardia (vt) as supra ventricular tachycardia (svt) due to the onset criteria. The arrhythmia broke spontaneously. The onset feature was reprogrammed off. The device remains in use. No patient complications have been reported as a result of this event.